Event description:
The customer reports 2 cryomacs freezing bag 250 (7210900527) where the frozen cellular material was lost/impacted by a crack. The bags were not investigated. A filled questionnaire and pictures were available. According to the questionnaires the following investigation and statements could be made: the events were observed on removal from tank. The customer did use metal cassettes for freezing and for storage. A controlled rate freezer was used. Overwrap bags were not used for freezing. Using the overwrap bags is recommended. The filling volumes were 40 ml/ 60 ml (30-70 ml are recommended). The freezing bags were stored in the vapor phase of ln2. According to the pictures and the questionnaires the two cryomacs freezing bags were cracked along the edge of the bag. On one picture it can be seen, that a big adhesive label was put onto the freezing bag. The issues are likely caused by physical stress, e.g. Mechanical impact in combination with a wrong user handling. Overwrap bags were not used for freezing. This is a deviation from the recommended freezing procedure. It is conceivable that the bags have been slightly pinched or moved in the metal cassettes resulting in mechanical stress. The cryomacs freezing bags are very sensitive when frozen. Another deviation is the labeling. It is recommended to place an identification tag into the label pocket of the freezing bag. It cannot be excluded, that a big label put onto the freezing bag during freezing affects the product safety during the freezing process. According to the pictures it cannot clearly be seen if air bubbles are trapped inside the frozen cryomacs freezing bags. Air should absolutely be avoided in the sealed freezing bags as it will expand after during thaw and may cause a bag breakage. For the freezing bag 250 batch 7210900527, no deviation concerning the manufacturing process occurred. No anomalies occurred during the process. The incident rate for this failure is below 0.01% for this lot.